Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Event description:
It was reported that the patient with this device presented with a ventricular fibrillation (vf) rhythm which was successfully detected by the implanted subcutaneous system. The device reportedly delivered five shocks; however all were ineffective at rate conversion. It was additionally noted that shock impedances were high out of range during four out of the five, shocking attempts. The initial data review noted 6 treated episodes with a total of 12 delivered shocks; all shocks ineffective at rate conversion and undersensing observed. The vf duration was noted as approximately 19 minutes from the beginning of detection to the final delivered shock. The data is to be uploaded for a technical services evaluation. The patient ultimately passed away. The field representative stated more data would be collected in absence of a returned product. At this time it is suspected that a device malfunction could have contributed to the patient's death.

Event description:
It was reported that the patient with this device presented with a ventricular fibrillation (vf) rhythm which was successfully detected by the implanted subcutaneous system. The device reportedly delivered five shocks; however all were ineffective at rate conversion. It was additionally noted that shock impedances were high out of range during four out of the five, shocking attempts. The initial data review noted 6 treated episodes with a total of 12 delivered shocks; all shocks ineffective at rate conversion and undersensing observed. The vf duration was noted as approximately 19 minutes from the beginning of detection to the final delivered shock. The data is to be uploaded for a technical services evaluation. The patient ultimately passed away. The field representative stated more data would be collected in absence of a returned product. At this time it is suspected that a device malfunction could have contributed to the patient's death.

Manufacturer narrative:
An engineering level technical review of the device data confirmed that the patients arrhythmia was appropriately detected by the s-ICD electrode system and shock therapy was delivered accordingly; however, multiple shock attempts did not convert the arrhythmia. Based on the available data, the s-ICD operated per programmed parameters and device design; there was no evidence of a product performance-related issue with the devices function. Detailed review by boston scientific clinicians and engineers of the device diagnostic data, as well the x-rays depicting the challenges associated with the implant location of this sicd electrode system, leads to the observation that defibrillation therapy was likely rendered ineffective by the implant position of the s-ICD electrode and the presence of adipose tissue beneath the electrode coil.